Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a type 3b endoleak with sac growth (5.2 to 5.8 in 6 months) was identified. An re-intervention was completed. The physician elected to reline the original implanted devices with a non- endologix (gore excluder) stent to resolve this event. The patient was reported as doing well. Additional information: clinical review identified sac growth of 7 mm, and thickened concentric aortic calcifications. The final patient status was reported as discharged six (6) days following secondary endovascular procedure.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted, therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported events of the type 3b endoleak of the bifurcated stent graft, and sac growth of 7 mm. The 3b endoleak is most likely device related due to the use of the strata material, and the sac growth is likely related to the type 3b endoleak. Clinical also identified thickened concentric aortic calcifications, which may have been a secondary contributing factor to the reported events. No procedure related harms were identified. The final patient status was reported discharged six (6) days following the secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem has been updated. H6: result code: remove code 3233 h6: conclusion code: remove code 11

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a type 3b endoleak with sac growth was identified. A re-intervention was completed. The physician elected to reline the original implanted devices with a non- endolgix (gore excluder) stent to resolve this event. The patient was reported as doing well.